Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained. A non-boston scientific (bsc) transseptal device was chosen for transseptal puncture (tsp). The non-bsc transseptal device sheath could not be visualized during the first transseptal puncture (tsp), so it was retracted back into the right atrium and a new tsp was performed. A double curve watchman fxd curve access system (was) inserted and advanced. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed and implanted successfully. The procedure was concluded. Thirty (30) minutes to 1 (one) hour later while the patient was in the recovery room post procedure, the patient vital signs began to desaturate as hypotension and oxygen desaturation was noted. Cardiac tamponade, pe, and a cardiac perforation at the top of the atrium was noted. A pericardiocentesis was performed and an unknown amount of bright red blood was removed and manually transfused using large syringes back into the patient. The patient was subsequently taken to the operating room and a sternotomy was performed where a repair to the roof of the atrium was made. The patient is stable, fully recovered, and was discharged to rehabilitation.